Manufacturer narrative:
(B)(4). Batch #: 7/14/2022. Additional information was requested and the following was obtained: it was the middle of the needle that broke and it did not completely break into 2 it was still hanging on by whatever is inside the metal. No issues/errors were seen in call home. This probe was discarded so no device will be returned to neuwave for further investigation. Root cause unknown. No lot information was provided therefore no lot history review could be performed. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during ablation the device broke in half. A new probe was used to complete the case with no patient consequences.